Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during repair of talo-gastrocnemius ligament of foot and ankle, the anchor was broken off into few pieces (as the photo shows) , removed all the broken parts. No additional information could be provided. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photos, it was observed that the anchor was broken form the middle portion and the suture was not in place. The photo provide evidence of the failure reported into device; therefore, the complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 8l26019, and no non conformances were identified. Hands on analysis should provide the evidence necessary to discern a specific root cause. The possible root cause can be related when an excessive force on the distal end of the anchor due to levering during insertion. As per IFU, do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. The lupine br anchor system requires application force (up to approximately 5 lbs.) To insert into the hole when properly aligned with the axis of the hole. If necessary, use a mallet to impact the proximal end of the inserter to implant the anchor. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot: there was no non conformance regarding this lot.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a talo-gastrocnemius ligament repair of foot and ankle surgery on (B)(6) 2021, it was observed that the anchor on the lupine br ds w/orthcrd device broke into few pieces but were removed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.